Event description:
Pt underwent extraction of 2 atrial leads, one capped and one active, and revision due to a voluntary product recall by co. The generator was removed. The v lead remained connected since pt is pacer dependent. The atrial lead was disconnected. The old (inactive) lead was easily removed. After removal of the second lead a guide wire was introduced into the right atrium. The old pulse generator was positioned into pre-existing pocket. There were no complications.